Manufacturer narrative:
Company rep evaluated the unit and replaced the unit's spo2 board and connector. Unit was calibrated and safety tested to factory specs.

Event description:
Customer reported th passport 2 monitor displayed intermittent spo2 readings, which may have affected spo2 monitoring. No pt injury was reported.